Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-02172, 3005168196-2020-02174.

Event description:
The patient was undergoing a coil embolization procedure to treat a coronary fistula connecting to the main pulmonary artery using ruby coils, a pod packing coil (pod pc), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two ruby coils in the target location using the lantern; however, while placing the pod pc, the two ruby coils and pod pc became dislodged. Consequently, the two ruby coils and pod pc migrated into the main pulmonary artery. Therefore, the physician used a snare device to remove the two ruby coils and pod pc. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.